Event description:
The patient underwent successful stent assisted angioplasty of the m2 segment inferior division of the right middle cerebral artery. Immediately post procedure, angiographic runs did not demonstrate evidence of any major distal intracranial vessel dropout, contrast extravasation or dissection. The patient woke up clinically stable in the recovery room. Post admission to the intensive care unit (ICU), the patient experienced worsening dysarthria and subsequently became unresponsive. A CT scan revealed a large right-side intracranial hemorrhage with intracranial extension. Due to hydrocephalus an emergent external ventricular drainage (evd) was placed and elevated intracranial pressure prompted hypothermia. Keppra was administered (dose unknown) for seizure, and the patient was maintained on pressor support (unknown drug type and doze administered). The patient's condition continued to decline, and six days post the index procedure, the family decided to withdraw care. The patient expired early morning the same day. The physician believes that the intracranial hemorrhage was possibly due to a reperfusion hemorrhage. In addition, the autopsy report identified the primary cause of death as an acute respiratory distress syndrome (ards) versus septic shock along with a secondary cause of death of a spontaneous massive right intracranial/intraventricular hemorrhage.

Manufacturer narrative:
Hydrocephalus.

Event description:
The patient underwent successful stent assisted angioplasty of the m2 segment inferior division of the right middle cerebral artery. Immediately post procedure, angiographic runs did not demonstrate evidence of any major distal intracranial vessel dropout, contrast extravasation or dissection. The patient woke up clinically stable in the recovery room. Post admission to the intensive care unit (ICU), the patient experienced worsening dysarthria and subsequently became unresponsive. A CT scan revealed a large right-side intracranial hemorrhage with intracranial extension. Due to hydrocephalus an emergent external ventricular drainage (evd) was placed and elevated intracranial pressure prompted hypothermia. Keppra was administered (dose unknown) for seizure, and the patient was maintained on pressor support (unknown drug type and dose administered). The patient's condition continued to decline, and six days post the index procedure, the family decided to withdraw care. The patient expired early morning the same day. The physician believes that the intracranial hemorrhage was possibly due to a reperfusion hemorrhage. In addition, the autopsy report identified the primary cause of death as an acute respiratory distress syndrome (ards) versus septic shock along with a secondary cause of death of a spontaneous massive right intracranial/intraventricular hemorrhage.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device is not available; therefore, physical analysis cannot be performed. From the information available there is no indication that the physician did not use the device according to the direction for use (dfu). There is no indication from the information available that misuse caused or contributed to the event. Hemorrhage and patient outcome of death are known anticipated procedural complications associated with endovascular procedures and noted as such in the dfu. Therefore, a root cause of anticipated procedural complication has been assigned to this event.